Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: the patient stated the need to have an emergency appendectomy. The surgeon removed the appendix and the stapler was used. After pain and suffering, the patient had to have a CT scan. A hematoma was found. Nothing was done because doctor thought it had stopped. The patient stated that they returned to hospital in 2010 with vomiting and extreme pain. The patient was hospitalized with a post-operative hematoma. Surgery for the hematoma found peritonitis and leakage from the appendix stump where staple failed. Ten inches of small intestine, 50% of colon had to be removed due to the infection.